Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements during evaluation. The cause was determined to be a use error, as the tidal total uf removal was set too low.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) advised the caregiver (cg) to contact the peritoneal dialysis nurse regarding if its okay to use the hc for tonight's therapy. The hc showed an initial drain volume of 1453ml, last fill volume of 997ml, total fill volume of 8721ml, total drain volume of 11491ml, average dwell time of 1:34, average drain time of 0:20, total ultrafiltration(uf) of 2770ml, cycle 4 uf of 2424ml, cycle 3 uf of 240ml, cycle 1 uf of -21ml, 0 bypasses, 0 manual drains, and no therapy was changed. The nurse was contacted on (B)(4) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.